Manufacturer narrative:
The associated complaint device was not returned for evaluation. This event was reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, a device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Based on the literature review, surface damage of retrieved oxidized zirconium knee and hip implants were observed. The tka components had a higher average surface roughness value compared with tha components. One tha component, revised following dislocation, showed catastrophic increase of 25x surface damage including destruction of the oxide layer and exposed zirconium substrate. The literature review states no correlation exists between the average surface roughness and either in vivo duration or bmi. Without clinically relevant documentation, the root cause of the reported events cannot be concluded. The patient impact beyond the reported revisions cannot be determined. No further medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
In a literature review, was reported that in a research of the surface damage of retrieved oxidized zirconium implants, were used sixty-three oxzr components (43 tka, 20 tha). All components were manufactured by smith & nephew, and included both cruciate-retaining and posteriorly-stabilized tka designs. It is unknown how many patients were involved, and there is no information of any of the patients from who these components were explanted of. It was informed that 7 of the knee devices were retrieved due to unspecified reason. There are no dates of explantation surgeries available. And there is unknown if some of these events have been reported in the past.